Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the customer mistakenly removed an o-ring from an electrode.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested with a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer mentioned the system had recent system errors and leakage between ise electrodes. The customer performed repeat testing with the patient¿s sample on the same analyzer as well as a different analyzer. The patient¿s initial na result was 129 mmol/l. The patient¿s repeat na result on a different analyzer was 140 mmol/l. The patient¿s repeat na result on the initial analyzer was 135 mmol/l. The patient¿s repeat na result on the different analyzer was 140 mmol/l. The na electrode lot number and expiration date were requested but not provided.